Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 424 mg/dl. Customer was treated with manual and insulin pump. Customer experienced nausea. Customer was using insulin pump within 48 hours of high blood glucose event and auto mode was active during high blood glucose event. Insulin pump will not be returned for analysis.